Event description:
In 2009, a relative of the pt reported that 20 mins ago, they noticed that the battery cover of the infusion device had fallen off of the infusion device and the pt's blood glucose was elevated to 271 mg/dl. She stated that the battery cover had been in use for 3 months. The pt bolused 5 units of insulin to lower his blood glucose. The pt was not willing to troubleshoot or to provide additional information. He was sent a replacement battery cover. Upon follow up ten days later, the pt stated that he received the replacement battery cover and his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.